Event description:
It was reported that during a percutaneous peripheral intervention , balloon rupture and removal difficulties occurred. The target lesion was located in the iliac artery. A 6 fr non bsc sheath and a non bsc guide wire were advanced to the lesion. The 8.0 x 60, 75cm mustang balloon catheter was used to treat the lesion. During the first inflation, the balloon ruptured below the rated pressure. The doctor was unable to remove the balloon through the sheath, so he removed the sheath and the wire out and had to replace with a short 6 fr unspecified sheath. The balloon was then removed with the 6 fr unspecified sheath simultaneously. The procedure was completed without patient complications and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The catheter was received inserted through a terumo sheath. A break had occurred at the lapweld site. The distal section of the break, including the tip, was severely stretched and bunched. As a result of the stretching the proximal markerband had detached and was positioned along side the distal markerband. An examination of the markerbands identified that they were sightly compressed. It is noted that the stretching and bunching of the shaft and the fact that the proximal markerband had detached, are all consistent with excessive tensile forces having been applied to the shaft, which resulted in the shaft stretching down and breaking. A complete balloon circumferential tear had occurred at the proximal and distal transition zones, resulting the in the balloon detaching from the catheter. The detached balloon was received in a plastic container. An examination of the balloon identified a longitudinal tear running the entire length of the detached section of balloon. An examination of the tip found deep scratches on the surface of the tip. The distal edge of the tip was also damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention , balloon rupture and removal difficulties occurred. The target lesion was located in the iliac artery. A 6 fr non bsc sheath and a non bsc guide wire were advanced to the lesion. The 8.0 x 60, 75cm mustang balloon catheter was used to treat the lesion. During the first inflation, the balloon ruptured below the rated pressure. The doctor was unable to remove the balloon through the sheath, so he removed the sheath and the wire out and had to replace with a short 6 fr unspecified sheath. The balloon was then removed with the 6 fr unspecified sheath simultaneously. The procedure was completed without patient complications and the patient's status was fine.